Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using a capio open access suture capturing device, the physician was unable to complete placement through the patient's left side sacrospinous ligament because the capio device misfired three times. The physician then proceeded with placement of the right side ligament and was able to complete it with no discrepancies. When the physician reattempted the left side ligament placement, the capio device misfired again. When he removed the device, he noticed that the capio carrier was stuck partially extended, incompletely retracted. The physician completed the procedure with another capio open access suture capturing device. There were no complications to the patient, who was over 18 years of age and was reportedly stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using a capio open access suture capturing device, the physician was unable to complete placement through the patient's left side sacrospinous ligament because the capio device misfired three times. The physician then proceeded with placement of the right side ligament and was able to complete it with no discrepancies. When the physician reattempted the left side ligament placement, the capio device misfired again. When he removed the device, he noticed that the capio carrier was stuck partially extended, incompletely retracted. The physician completed the procedure with another capio open access suture capturing device. There were no complications to the patient, who was over 18 years of age and was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the carrier was bent. Functional testing of the returned capio device showed that the carrier could not be retracted.

Manufacturer narrative:
(B)(4).